Event description:
Upon opening the package, the untouched and unused handpiece had a frayed tip and was not usable. Manufacturer response for electrosurgical, cutting coagulation accessories, vasoview hemopro 2 (per site reporter). He will pick up product.